Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered on channel c.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary: the condition of underdelivery on channel c was confirmed. Inspection of the device found that the pump underdelivered due to a faulty pump head module on this channel that was replaced.